Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A director reported an incomplete side cut during a refractive procedure. An irregular flap edge was noted infratemporally. An irregular pattern was reported during cutting. Flap was able to be lifted. A thinner flap resulted. Post-operative flap thickness was not measured. Issues have been reported to be resolved. There are multiple related reports for this facility. This report addresses the patient raf and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided. During an onsite visit after the reported event, the field service engineer (fse) was able to confirm test cuts were out of specifications. To fix this issue, the fse replaced the laser head, articulated arm and f-theta lens and successfully completed system verification to specification. The root cause could not be identified conclusively. Most possible root cause could be a worn laser head, articulated arm and f-theta lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Sample returned and forwarded to supplier for failure analysis: worn laserhead. The root cause could not be identified conclusively. Worn laserhead is a contributing factor. The manufacturer internal reference number is: (B)(4).